Event description:
During a hemmorrhoidopexy procedure, an incomplete staple line was found from 4:00 to 8:00 o'clock. Sutured by hand to complete the case. No device returning. No further info is available.